Event description:
It was reported that, intermittently when the patient would use the recharger, it would burn him. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37754; serial#: (B)(4), product type recharger. Product ID: 39565-65; serial#: (B)(4). Implanted:(B)(6) 2013, product type lead. Product ID: 37746; serial#: (B)(4), product type programmer, patient. (B)(4).